Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Therefore, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue relating to underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes had insufficient vacuum and just collected blood half of the tube. The following information was provided by the initial reporter: vacutainer had insufficient vacuum. It just collect blood until half of tube volume.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® sst¿ ii advance plus blood collection tubes had insufficient vacuum and just collected blood half of the tube. The following information was provided by the initial reporter: vacutainer had insufficient vacuum. It just collect blood until half of tube volume.